Manufacturer narrative:
Evaluation - method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report # 1627487-2010-03259. The pt received his scs system on (B)(6) 2010 consisting of an ipg and surgical lead. On (B)(6) 2010, it was reported that his scs system was explanted due to the pt experiencing pain and loss of urinary function. Follow-up on the pt found that he is doing better following the surgery. The explanted devices will not be returned to the manufacturer for evaluation.